Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the system board and pendant were re placed. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot #: rev. 1 : (B)(6), product ID: bi71000183, lot #: rev. 1 : (B)(6), the pendant was returned and analyzed. The complaint was unable to be confirmed - when installed in a test system, the system and pendant booted and readied and 2d and 3d imaging was successful and the pendant function correctly. Visual inspection did show that there were the instructional stickers and light delamination on the face of the pendant. Codes 10, 180 and 4307 are applicable. The system control plate was returned and analyzed and the failure was confirmed. The image acquisition station (ias) did not boot and the pendants did not power on. Previously submitted codes 10, 120 and 4307 are applicable. Confirm reported complaint, "system unresponsive." Installed system control plate in o-arm system c1396. The ias did not boot, pendants did not power on. Faulty system control plate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the site had the imaging system up and running and when they went to use the system the image acquisition system (ias) pendant went completely black and they were unable to use the system. No patient present.